Event description:
In-stent restenosis was found eight months after the procedure but it was not treated. One year, in addition to restenosis, the patient had fibrin thrombosis.

Manufacturer narrative:
As reported, percutaneous coronary intervention (pci) was performed on this patient on a 99% de novo lesion in the distal right coronary artery (rca). Additional details regarding the lesion and of the procedure are not known. Eight months later, angiography was conducted and restenosis was observed in the mid portion of the stent. There was no treatment conducted and was decided to follow the patient. One year later, angiography was conducted and restenosis was observed at the same area as the previously restenosed area. Prior to treatment of the restenosis, ivus was conducted and marked neointimal hyperplasia was observed inside the stent. Analysis with ib-ivus revealed the tissue charcterization of the neointimal hyperplasia was either lipid pool or fibrin thrombi. Angioscope was conducted and yellow neointimal hyperplasia was observed on the entire stents, and also, there was the yellowish intimal material that protruded inside the lumen through the struts at the restenosed area. Judging from ib-ivus and angioscope, this event was restenosis by fibrin thrombus. Therefore, to treat the restenosis, poba was conducted. Additional details are unk. The residual diameter stenosis measured 25%. After the poba, ivus was conducted. There was thrombus like material observed at the distal end of the restenosed area, which seemed to have peeled away due to poba. In addition, stent struts were observed under the yellowish intimal material at the area where poba was conducted. The physician commented that one of the reasons of the des restenosis could be caused with the fibrin thrombus. It was also unk if any anti-platelet therapy was prescribed. This product, an unk catalog and lot number, (lot no. Unk) is not distributed in the united states. However, it is similar to the us distributed device. It is also not available for testing and evaluation. Additional information has been requested but has not been forthcoming. A male patient with a history of diabetes experienced restenosis and a thrombotic event a year post cypher stent implantation. The reason for the patient's initial admission to hospital was not reported; but an angiogram revealed a lesion in his distal rca. This patient's history puts him at increased risk for mace. The pre or intra procedural administration of asa, ticlid or heparin and the performance or recording of acts was not reported. The distal rca was described as 99% occluded. It is not known if the lesion was pre-dilated prior to the placement of a cypher stent of unk size at an unk maximum inflation pressure. The post procedural administration of asa or ticlid was not reported. Eight months after the index procedure, the patient underwent a repeat angiogram that revealed slight stenosis in the mid portion of the previously implanted cypher stent. This lesion was not treated at this time. One year after the index procedure, another angiogram revealed restenosis in the same area of the cypher stent. In addition, ivus was conducted that revealed marked neointimal hyperplasia inside the stent that was later thought to be either lipid pool or fibrin thrombi. The procedural physician concluded that the event involved restenosis of the cypher stent by fibrin thrombus. This was treated with ptca with a resultant residual stenosis of 25%. The product remains implanted in the patient and is thus not available for evaluation. Restenosis is a known potential adverse event following stent implantation. According to the procedural physician, the possible cause of the restenosis was the fibrin thrombus. Based on the limited information provided, it is not possible to draw a conclusion about a relationship between the device and the event. However, there are patient factors that may have contributed to it. The product was not available for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.